Manufacturer narrative:
Batch review performed on 07 september 2020: lot 1909209: (B)(4) items manufactured and released on 15-jan-2020. Expiration date: 2025-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: postoperative femoral fracture occurred few weeks after cementless total hip arthroplasty in an elderly ((B)(6) year-old) lady. This event may be due to the presence of a subclinical intraoperative fracture that couldn't be detected and treated during surgery. Sudden movements on a weakened bone and possible suoptimal bone conditions due to patient age may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
Primary surgery by amis approach was performed on (B)(6) 2020. The femoral stem was inserted more deeper in comparison with the planning during the primary surgery. At that time no fracture was found. Revision surgery was performed on (B)(6) 2020 due to the subsidence of the femoral stem and bone fracture. The femoral stem replaced with competitors device by direct approach.